Event description:
Reportedly, during a follow-up on (B)(6) 2021, high defibrillation coil impedance was observed. It was observed that high rv coil impedance was also measured on (B)(6) 2019. A lead issue or a lead-ICD connection issue is suspected.